Event description:
Reportable based on analysis approved on (B)(4) 2013. It was reported that crossing difficulty was encountered. A 2.25x12mm promus element plus drug-eluting stent was selected and advanced to treat the "severely" stenosed unspecified target lesion but was unable to cross. The procedure was completed. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a visual examination of the returned device found that the hypotube was kinked at 69cm distal to the strain relief. An examination of the crimped stent identified that a strut at the proximal edge of the stent was bent back proximally. No other damage was noted along the entire length of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).